Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2021-00592. A physician reported a certas valve was implanted via v-p shunt in a (B)(6)-year-old male patient on (B)(6) 2021, with setting 4. The expected flow rate was not observed, ventricular enlargement progressed, and shunt dysfunction was suspected. The device was used with 823072 (serial;unk). The peritoneal catheter was cut by the physician to confirm the flow of the shunt. The valve and catheter were removed on (B)(6) 2021.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve (ID 828814) was returned for evaluation. Device history record (DHR) - the product code 828814 with lot 5148463 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, needle holes were noted in the needle chamber. The catheters were visually inspected, no defects noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined for the issue reported by the customer as the technician could not confirm any pressure issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted.